Event description:
It was reported that a physician in training in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after the vessel locator was deployed, the physician wanted to retract the device 1-2 cm but he retracted too much and the locator wings reached the skin puncture site. The device was removed from the anatomy using the safety release button and hemostasis was achieved by manual compression. There were no adverse pt effects reported. There was no additional info provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.